Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 490677, expiration date 07/31/2013). Reference medwatch report (B)(6) for the suspect device used in system 1.

Event description:
Customer reportedly received result of 192 mg/dl on aviva plus system 1 and results of 423 mg/dl and 203 mg/dl on aviva plus system 2 within 10 minutes. Customer administered apidra insulin based on results of 192 mg/dl and 203 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.